Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed proximal stent damage. Stent strut rows 1-8 from the proximal end of the stent were damaged and pushed distally; the remainder of the stent appeared undamaged. The outer diameter (od) of the undamaged section of the stent was measured which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-mar-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery. Following pre-dilation with a 2.5 x 20 non-bsc balloon catheter, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and the procedure was completed with a 3.0mm x 30mm non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed proximal stent damage.